Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), sparks were emitted during discharge and the patient sustained burns. Complainant indicated that there was adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This product was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
No images or electrodes from the event were available, as the electrodes had been discarded by the customer. Device logs showed that on 11/12/25, three synchronized cardioversion shocks were delivered over 1 minute and 15 seconds, with patient impedance decreasing from 134 ohms to 71 ohms and delivered energy remaining within expected ranges. Sparking/arcing can occur with high patient impedance, commonly caused by poor electrode-to-skin coupling where application, positioning, adequate skin preparation, trapped air, or damaged/folded electrodes are factors. Based on the 55-ohm impedance change, poor coupling was identified as the likely cause. The instructions for use (IFU) for the pro-padz radiolucent electrodes emphasizes proper skin prep, electrode placement, and avoiding damaged packaging to prevent arching and burns. However, without the electrodes or event photos, it could not be confirmed whether adequate skin preparation was performed or if the packaging was compromised. The returned electrodes have been scrapped. Analysis of reports of this type has not identified an increase in trend.